Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. Medical records including operative reports received and reviewed by a depuy (B)(4). The review did not identify a root cause for the report. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: new etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient contacted depuy to report that her hip "popped out" two weeks post-op. Patient then reported that the reason for revision was muscle pulled away from cup. Update 4/20/2011 - additional medical records were received. The revision operative report indicates that the bursa was stained black consistent with metallosis. The cup was found to be loose with fibrous ingrowth. The complaint was reopened to update the MDR decision. Lot number identified. Update 3/22/2012 - litigation papers received. There is no new additional information that would affect the investigation. Update rec¿d 9/10/2012¿ pfs and medical records received. After review of the medical records it confirmed metallosis and loosening of the cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 05/12/2014. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (right side). (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Event description:
Patient contacted depuy to report that her hip "popped out" (B)(6) post-op. Patient then reported that the reason was muscle pulled away from cup. Additional medical records were received. The revision operative report indicates that the bursa was stained black consistent with metallosis. The cup was found to be loose with fibrous ingrowth.